Event description:
It was reported that a review of therapy delivered by this implantable cardioverter defibrillator (ICD) was requested. Technical services (ts) reviewed the device data and noted that this device delivered three bursts of anti-tachycardia pacing (atp) and four shocks, for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). The final shock broke the arrhythmia. Ts noted the device appeared to be operating as programmed. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a review of therapy delivered by this implantable cardioverter defibrillator (ICD) was requested. Technical services (ts) reviewed the device data and noted that this device delivered three bursts of anti-tachycardia pacing (atp) and four shocks, for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). The final shock broke the arrhythmia. Ts noted the device appeared to be operating as programmed. This device remains in service. No additional adverse patient effects were reported. This device was subsequently explanted and replaced due to therapy upgrade.